Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure, right ventricular (rv) lead exhibited failure to sense. The rv lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition remained stable.